Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿unplugging their driveline etc.¿ and low voltage alarms were confirmed via the submitted log files. On (B)(6) 2024 from 00:56:17-02:47:16 the log file captured the pump stopped before briefly powering on and stopping again until 02:57:18. These correspond with the driveline being disconnected and reconnected. On (B)(6) 2024 (02:51:17-02:51:41, 02:51:42-02:51:51, 02:52:07-02:52:14), the log file captured no external power alarms due to both power cables being disconnected simultaneously. The alarms briefly cleared each time when one of the power cables is reconnected to an external power source. Both power cables were connected to the mobile power unit (mpu) at 02:52:26, before being simultaneously disconnected again on (B)(6) 2024 from 02:56:27-02:57:15, activating no external power alarms. The backup battery supported the system during the no external power events without issue. From (B)(6) 2024 at 17:31:16 ¿ (B)(6) 2024 at 17:57:00, the log file captured several low voltage events due to extended use of the 14v li-ion batteries. The batteries had lifetimes between 19-25 hours before low voltage advisory alarms activated. Of note, a new pair of fresh batteries have an expected runtime of 10-17 hours. The alarms resolved after the batteries were exchanged for fresh batteries. There were no other notable events captured on the reported event dates in the log file. The provided information indicated the patient was sleeping while connected to 14v li-ion batteries and when awoken by alarms on the system controller, began disconnecting and reconnecting their driveline. The root cause for the driveline and simultaneous double power cable disconnects were determined to be due to user error. The root cause for the low voltage alarms was due to routine depletion of the batteries during extended use. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolved low voltage and no external power alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to always ensure at least one power cable is connected to external power at a time. This section also notes, when fully charged, a pair of new heartmate 14v li-ion batteries can power the system for up to 10-17 hours, and should be replaced if they provide less than 4 hours of support. The heartmate 3 instruction for use section 6, entitled ¿patient care and management¿, states the patient must always use either the power module or the mobile power unit when sleeping, rather than battery power, to ensure system alarms are heard. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had no symptoms. An echocardiogram with speed change was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient fell asleep on battery power and was disoriented when an alarm started sounding in the middle of the night. The patient began "unplugging their driveline, etc." And the clinic had concern for the pump being off for about 6 minutes. Log files were submitted for review and captured a driveline disconnect from the beginning of the log on (B)(6) 2024 from 02:51 to 02:57. The pump did resume normal operation following the driveline reconnection at 02:57. The event log also captured a few low power advisories due to battery depletion. The patient was sleeping on battery power.